Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6). Ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient said they were trying to charge their implant and the controller was at 80% and then it quit and said not charging. Patient said they tried to restart the controller and it would restart for a minute. Patient then plugged the controller into the ac power supply and when they did the controller went blank and has been blank ever since. Patient called the representative who had patient reset the controller but that did not resolve the issue. Agent walked patient through removing the battery pack and plugging controller in the wall; patient confirmed controller did not power on. Patient put the battery back in and the screen did not come on. Patient tried double a batteries and the controller remained blank. The issue was not resolved. An email was sent to the repair department to replace the controller. The patient called back stating they re did the resetting steps and controller is now awake and charging. Patient asked to cancel the controller order and that they will give us a call if they have any questions or concerns.